Manufacturer narrative:
Visual inspection revealed no visual defects on the device. The metriq pump test pumped the saline through the catheter to inspect location of leak. Catheter handle was opened and checked for any leaks or abnormalities, no defects were found after pumping saline through catheter or 20 minutes at flowrates ranging from 1 ml/min to 10 ml/min.

Event description:
It was reported that the handle of the mapping catheter was leaking liquid. During a radiofrequency ablation procedure to treat an atrial flutter in the right atrium, the intellamap orion high resolution mapping catheters handle was leaking liquid when the catheter was injected with the saline. The catheter was removed and exchanged with another intellamap orion high resolution mapping catheter. No patient complications occurred.

Event description:
It was reported that the handle of the mapping catheter was leaking liquid. During a radiofrequency ablation procedure to treat an atrial flutter in the right atrium, the intellamap orion high resolution mapping catheters handle was leaking liquid when the catheter was injected with the saline. The catheter was removed and exchanged with another intellamap orion high resolution mapping catheter. No patient complications occurred.